Event description:
It was reported "in the catheterization room without a sheath implantation iab catheter, catheter can not pass, changed to a sheath, implanted puncture kit in the self contained 8f sheath, still can not pass completely. After that, a new iab catheter was replaced and successfully placed and worked normally for counterpulsation". All insertions were done into the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). Please see associated MDR#: 3010532612-2024-00938.

Manufacturer narrative:
(B)(4). Please see associated MDR#: 3010532612-2024-00938. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported "in the catheterization room without a sheath implantation iab catheter, catheter can not pass, changed to a sheath, implanted puncture kit in the self contained 8f sheath, still can not pass completely. After that, a new iab catheter was replaced and successfully placed and worked normally for counterpulsation". All insertions were done into the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine".